Event description:
It was reported that the left ventricular (lv) lead had high impedance and was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6945 implantable tachy lead (B)(6) 2009, 5568 implantable pacing lead (B)(6) 2009. (B)(4).